Manufacturer narrative:
It was reported that during the extracorporeal circulation the roller pump stopped pumping and displayed the error message: "safety-s". The pump was restarted immediately and the treatment was finished. No harm to any person was reported. A getinge field service technician will be sent onsite for investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that during the extracorporeal circulation the roller pump stopped pumping and displayed the error message: "safety-s". The pump was restarted immediately and the treatment was finished. No harm to any person was reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "safety-s" during use. The pump was restarted immediately and the surgery was continued. Consequence: extension of the surgery. A getinge field service technician was onsite for an investigation of the device. During investigation the technician replaced the motor control board and the tacho foil. Calibration of the pump was performed and complete functional tests has been performed. The pump was released for clinical use. The reported error message could be linked to the following most probable root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the device in question was manufactured on 2014-07-07. The review of the non-conformities during the period of 2014-07-07 to 2022-07-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).